Event description:
The consumer is traveling and is in (B)(6). The consumer stated the unit is alarming. They stated they have cleaned and changed the filter. The unit is still alarming and after they changed the hepa filter the consumer stated it smelled hot. The consumer contacted the original provider and was told they can not help.